Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/15/2023, it was reported by a sales representative via email that an ar-8750-03 driver shaft, t15 hexalobe broke when advancing the screw. Some of the broken fragments were retrieved, but the rest remains stuck in the bone. This was discovered during an intramedullary metatarsal fracture orif procedure on (B)(6) 2023. The case was completed with a second driver. Additional information requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8750-03, was received for investigation. Visual evaluation observed that the driver tip was broken off. The most probable cause is applying excessive mechanical forces upon insertion/use over-torquing/over-engaging the driver with the screw head.